Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.00x28mm promus element drug-eluting stent, it was noted that the stent was missing from the stent delivery system. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: f/g,promus element,mr,ous 3.00x28mm stent delivery system (sds) was returned for analysis with a dislodged stent. No stent returned. Stent detached from sds. There was no stent on the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall, indicating correct positioning and crimping of the stent prior to the complaint event. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.00x28mm promus element ¿ drug-eluting stent, it was noted that the stent was missing from the stent delivery system. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.